Event description:
The ra lead was later reported to have exhibited a p wave sensing drop. Additional patient complaints were also reported including nausea, hypotension, epigastric pain and chest pressure, tamponade and discomfort. The patient is a participant of the product surveillance registry.

Event description:
It was reported that the right atrial (ra) lead had rising thresholds since implant and was suspected to have caused perforation. The lead was explanted and replaced with a tined lead. The physician attempted to reposition the right ventricular (rv) lead due to a suspected perforation and the helix would not extend. The lead was explanted and replaced. It was further reported that the patient had a pericardial effusion and required pericardialcentisis. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).